Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement and a quote was sent. No resolution for this reported fault because the hospital declined the quote. \ no report of patient involvement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate, discovered during pre-use checkout. There was no report of patient involvement.